Manufacturer narrative:
The returned device was evaluated. During evaluation it was found that the power button is mechanically stuck in depressed position, resulting in intermittent unresponsiveness when physically pressed. No product performance issue was identified related to spo2 and pulse rate, based on the investigation above, the customer complaint could not be confirmed.

Event description:
It was reported that the unit will not show correct reading on patient. Reading will change constantly. Not stable. No consequences or impact to patient.